Event description:
It was reported that the patient has pain when turning over in sleep, pain wakes her up.

Event description:
It was reported that the patient has pain when turning over in sleep, pain wakes her up. She was told she is developing a bone spur.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular stem. Additional information has been requested and if received, will be provided in the supplemental report. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.

Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a quarterly summary report as part of the requirement of remedial action exemption (B)(4), granted to stryker by FDA on january 23, 2013.